Manufacturer narrative:
This report is being filed on an international product list 6p04-55, that has a similar us product distributed in the us, list 6p04-60. Patient identifier: the entire ID is (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a false negative alinity s (B)(6) (0.44 s/co on (B)(6) 2019) on a patient sample ID (B)(6) that initially tested roche platform positive. Inno-lia blot was positive twice (bands c1 and e2 1+). Additional testing with architect (B)(6) generated a negative result (0.61 s/co). No impact to patient management was reported. Patient ethnicity and race was not provided.

Manufacturer narrative:
Ticket searches determined that there is a slightly elevated complaint activity for the complaint lot and the tracking and trending report review determined that there are no related adverse trends identified. Review of labeling concluded that the issue is sufficiently addressed. The performance of the complaint lot was investigated by completing a review for non-conformances, potential non-conformances and deviations. This review did not reveal any events or issues that may have impacted the performance of the lot number in relation to the complaint issue. To evaluate analytical sensitivity of the affected alinity s anti-hcv reagent, two sensitivity panels were tested. The sensitivity panel met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to historical data of alinity s anti-hcv test results. Reagent lot 94679li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. No customer returns were available for evaluation. No product deficiency was identified.